Event description:
A (B)(6) male patient contacted zoll customer support to report a damaged electrode belt connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the trunk cable connector was cracked, preventing a secure connection between the electrode belt and monitor. The root cause of the damaged connector cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.